Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient had developed an burn-like irritation under her left breast and a small circle shaped irritation under the right side electrode. The patient described the appearance of the irritation as resembling ring worm. The patient's doctor prescribed nystatin fungus cream for the irritation. After using the cream, the patient reported that the irritation improved.